Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating button error alarm, unexpected restart alarm and moisture damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a small crack in the left hand corner of the screen. The customer stated that she received an unexpected restart alarm and the screen got humidity and there is a circle on it. The customer stated that she wore the pump close to her skin on a hot day. The customer stated that there is fluid under the lcd display. The customer stated that the pump did not alarm after a battery change. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.